Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The drill was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned drill had many lines of galling along the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the drill bit guide was reported to be damaged. There was no patient present when this issue was identified.